Event description:
On (B)(6): customer reports via phone, the system fluoro failed and pt was moved to another room, where procedure was completed without further incident. Customer would not provide any further pt or procedural info.

Manufacturer narrative:
Covidien field service engineer (fse) investigated customer's complaint that the table was making a "beeping" noise and was unable to power off even at circuit breaker on table. When fse arrived on site they found the table, generator and the infimed computer were all powered off. The hospitals in-house electricians had been in room before fse's arrival. Fse checked the incoming voltage at the table and generator, and found all was functioning as expected. Fse powered on the table without any errors, and checked all movable functions with both the footswitch and handswitch. Fse then powered on the infimed computer, also without errors, and finally, powered on the generator. Again, there were no errors. Tube warm was completed successfully and fse was able successfully perform fluoro and x-ray generator functions. There were no problems found. Fse contacted covidien technical support and went over the current situation with them. Fse and technical support evaluated system of any errors or problems. No errors or faults occurred. Fse then completed the (B)(4). Unit was returned to full service by customer.